Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported ring break the reservoir clips and button occasionally stick or they were non responsive . No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported pump got unexplained "bolus not delivered " error messages along with the pump had a recalled notification and the issue was not resolved. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. Test p-cap locked into the reservoir tube successfully. Performed 4 bolus deliveries of 3.0u of bolus and pump functioned properly. No unexpected bolus stopped or bolus not delivered alerts noted during testing. Pump successfully downloaded to thus. No bolus stopped alarm or bolus not delivered alert were found on or near the event date. The electronic assemblies and motor assemblies were inspected and found dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 1 and the force sensor. The following were noted during visual inspection: stained keypad overlay, broken belt clip rails, pillowing keypad overlay, cracked retainer. In summary, customers alleged bolus stopped alarm and bolus not delivered were not confirmed during testing. Pump passed full drive test. No unexpected bolus stopped alarms or bolus not delivered alerts noted in pump history download. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Damaged retainer ring confirmed during analysis, cosmetic damage confirmed at the reservoir compartment during analysis. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.